Event description:
Pedicle screws and plates were implanted into rptr's vertebral column at levels l4-s1 on 12/17/91. Rptr was informed that this was to be a permanent implant. A total of six screws were implanted; all resemble typical "lag" screws. The 2 smaller screws had total overall length of approx 5 cm. The 4 larger screws implanted had total overall length of approx 6 cm. Pedicle screws came loose in 3/92 placing rptr in wheelchair. Rptr was unable to walk, quality of life very poor. Rptr able to walk after devices removed on 11/24/92. Rptr's quality of life still poor. Rptr in constant pain and still on same medications as of date of initial surgery. Rptr had been diagnosed with degenerating disc disease. (Also see 1005389.)